Manufacturer narrative:
Conclusion and justification status for MDR: the complaint description states that the reamer was very blunt and made no impact on the bone. The device associated to the complaint was returned for analysis. The product is damaged and worn out due to successive uses. The DHR analysis performed did not reveal anomalies that could be related to the issue reported on the complaint. A search into the database was performed, no other similar complaint was reported for the affected lot and product code combination. Based on the information received and the investigation performed, the root cause of this incident is attributed to product wear (in usage). Orthokit was contacted with regard to this complaint. A response was received (see attached) stating that the device in question has been removed from the set and is to be scrapped. It should be noted that orthokit inspect all instruments at the point of return for any obvious signs of wear and tear/ bluntness. However sharpness is a difficult property to measure hence orthokit depends on feedback from the account managers and surgeons to identify this. The complaint shall be closed with a justified conclusion and entered into the complaints database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Very blunt reamer which made no impact on the bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.